Manufacturer narrative:
Follow up with be filed if additional information is received.

Event description:
It was reported by dealer that the xpo100b concentrator is shutting down with no alarms and will not charge.

Event description:
It was reported by dealer that the xpo100b concentrator is shutting down with no alarms and will not charge. Unit was evaluated on (B)(6) 2015 and repair statement show that the manifold hoses were leaking and the sieve beds were saturated.

Manufacturer narrative:
Follow up with be filed if additional information is received. Unit was evaluated on (B)(6) 2015 and repair statement show that the manifold hoses were leaking and the sieve beds were saturated.